Event description:
It was reported that the tube connected to vamp adult was detached at the priming. No pt complications were reported.

Manufacturer narrative:
(Other) - device has not been returned for eval.